Manufacturer narrative:
Patient weight not provided by reporter. Report is for one (1) unknown screw. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014 a patient was treated due to a wrong consolidation of their wrist fracture and had a plate and six (6) screws implanted. On (B)(6) 2015 a revision surgery was performed to remove the devices. During the removal, the five (5) proximal screws were removed without any issues; however it was not possible to remove the distal screw. The head of the tap screw seemed melted to the plate. The surgeon had to section the plate in several spots using an ultrapower device; subsequently the screw was retrieved with a forcep. There was a surgical delay of 55 minutes. Reportedly, there was a production of dust and small titanium fragments that partially remained adhered to the bone surface and soft tissue during use of the ultrapower. No additional patient consequences have been reported. This complaint is for one (1) unknown screw. This is report 2 of 2 for (B)(4).